Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01/06/2020.

Event description:
The customer reported no flow detected. There was no patient involvement. The manufacturer¿s international service technician confirmed the reported issue. The customer was advised to purchase the flow sensor. The repair was completed by a third party maintenance company and no additional information was provided.